Event description:
Patient reported obtaining a blood glucose result of 452 mg/dl, while using the suspect device. Patient stated that, < 10 minutes later, she retested blood glucose using a new vial of test strips and obtained a result of 136 mg/dl. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.